Event description:
It was reported that a pt underwent a sling procedure in (B) (6) 2009, under general anesthesia. In (B) (6) 2009, the pt developed an achy pain in the left upper thigh and groin region. Initially the pt could barely walk. The surgeon stated it took a few attempts to get the trocar around the bone on the left side during the procedure. In (B) (6) 2009, the pt was still having significant left leg and buttock pain (6/10) with no paresthesias. Ultram was prescribed and it helped. The surgeon opines that the pt is experiencing muscle pain. In (B) (6) 2010, the pt's condition was improving daily. No surgical intervention is planned.

Manufacturer narrative:
(B) (4). (Pain) - : conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.